Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vtich13.2 0.50/5.5/007 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2023. It was reported that lens opacity (ns) was observed on the same date of surgery, the lens was implanted and removed intraoperatively and the problem resolved. The reporter states " the dr informs me that she had an intraoperative adverse event, she touches the crystalline lens at the time of the injection of the lens". Intraoperative adverse event was the cause of the cataract.